Event description:
It was reported that the patient's pump and catheter were removed due to infection. No patient symptoms or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.